Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to a broken bending section by an applied external force. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for use, the user found the leakage from the device. The patient was not under anesthesia. The user replaced the device with another device and completed the procedure. The use returned the device to olympus repair center. At the inspection of the device, olympus repair center found that the metal tube of the bending section was protruded on the outer surface of the bending section rubber. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.